Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left descending artery. After rotablation was performed, a 3.50 x 16 synergy¿ drug-eluting stent was deployed to treat the lesion. However, during deflation, the patient moved and the proximal portion of the hypotube was damaged. During device removal, when the device was at the tip of the guide catheter and through the subclavian artery, the hypotube completely broke and the distal part of the stent catheter fell off. The physician then recovered the remaining portion with a loop and went on with the procedure normally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. It was deployed in the patient¿s body as per complaint report. An examination of the balloon found that the balloon had been inflated and the balloon was not tightly refolded. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that there was a break on the extrusion shaft between the mid-shaft and inner/outer shaft polymer extrusion; 220cm distal to distal end of strain relief, 46cm proximal to distal tip (measurements are approximations as they are affected by polymer extrusion stretching). The mid-shaft was kinked and the inner/outer extrusion shaft was damaged and stretched along its entire length. It was also noted during analysis that the port bond was damaged and stretched. The types of damages noted are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left descending artery. After rotablation was performed, a 3.50 x 16 synergy¿ drug-eluting stent was deployed to treat the lesion. However, during deflation, the patient moved and the proximal portion of the hypotube was damaged. During device removal, when the device was at the tip of the guide catheter and through the subclavian artery, the hypotube completely broke and the distal part of the stent catheter fell off. The physician then recovered the remaining portion with a loop and went on with the procedure normally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.